Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 10 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve due to calcification, tear, pvl (paravalvular leakage) and severe ar (aortic regurgitation). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual examination showed the valve exhibited explant damage. The sewing ring was removed entirely, exposing the stent. The stent section and outflow rail adjacent to the left cusp was cut off (piece not returned). Due to receipt condition, stent post deflection and shape could not be measured and the root cause of the paravalvular leak (pvl) could not be determined. Green multifilament suture was found attached to the pannus on the left non-coronary stent post. Coaptation could not be assessed due to the receipt condition. The right cusp was excised along its margin of attachment. A piece of the right cusp remained attached to the left right commissure. The non-coronary cusp and left cusp exhibited tissue deterioration due to visible calcification, which would have cause the regurgitation. Remnants of leaflets were found attached to all commissures. There was no evidence of commissure dehiscence. During analysis, pannus and calcification pieces were inadvertently removed during handling. As received, pannus was observed on the existing inflow and outflow sewing cloth, remaining outflow rails and encapsulated all stent posts. An unknown amount of pannus appeared to have been removed during explant which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have caused the regurgitation. Radiography revealed calcification on the remaining left cusp and non-coronary cusp. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.